Manufacturer narrative:
(B)(4). Additional data/failure investigation: customer discovered physical item obstruction caused drawer failure. Field service technician walked customer through removing object. Drawer function restored.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt harm